Event description:
The provider alleges the gearbox is locked up causing the left wheel not to turn.

Manufacturer narrative:
(B)(4) issued. The device in question has been returned and evaluated for failure confirmation. According to the returns fields in oracle, the gearbox had no mechanical output. The evaluation comments field in oracle states that "gears locked up discovered during bench test."

Event description:
The gearbox is locked up causing the left wheel not to turn.